Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was installed onto a golden system where the error was triggered indicating fault on the axis 7, replicating the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where power up was found to be failing on axis 7. Once testing was completed, the axis 7 motor was further tested and were verified to be the source of the fault. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a fault of an electronic component or module within the axis 7 motor of the affected mtm.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm. Complaints are tracked via the qms processes per wi 859369 (quality data review meetings). .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error 23031 on the right master tool manipulator (mtmr) with a message indicating ¿right hand control switches have been disabled by system." The customer power cycled the system but the issue reoccurred; it was noted that the issue occurred when the surgeon was using the foot clutch instead of the finger clutch which was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system was checked upon being powered on and it came out with no errors. The procedure was completed with the same surgeon side console (ssc). Surgeon opted to use the foot clutch instead of the finger clutch to resolve the issue.